Event description:
The user facility reported to olympus that during preparation for use, it was observed that the evis exera duodenovideoscope image was dark, and the insertion tube was wrinkled. The device was returned to an olympus service center for evaluation. The service center evaluated the device and confirmed the customer¿s report of the dark image and wrinkled insertion tube. Additionally, foreign material was observed in the forceps elevator. This report is being submitted for the reportable malfunction of foreign material observed in the forceps elevator. There was no patient or user harm reported, as this was identified during service.

Manufacturer narrative:
As mentioned, foreign material was observed in the distal end of the forceps elevator insertion section related to insufficient cleaning and handling. In addition, the device evaluation confirmed the customer¿s report of dark image and found the light guide bundle was broken, resulting in uneven illumination. The insertion tube was pinched/buckled/deformed with coating peeling off the protector insertion section. Several device components demonstrated wear and physical stress. The bending cover adhesive showed deterioration and the a-rubber was detached and worn with a gap at the bending section. The forceps channel port was shaved. The endoscope connector and connector terminals exhibited corrosion. The angle wires were stretched and the bending angle in the left direction was out of specification due to wear. The investigation is ongoing; therefore, a definitive root cause of the identified issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help detect or prevent the event: "precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.